Manufacturer narrative:
Evaluation of the returned velocity confirmed that the device was fractured in its proximal shaft. The observed damage likely occurred after the first pass and during preparation for the second pass while flushing the device on the back table, as indicated in the complaint. If the velocity is forcefully mishandled at extreme angles during use, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left m2 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a neuron max 6f 088 long sheath (neuron max). It was noted that the physician had difficulty accessing the supraorbital artery. During the procedure, after completion of the first pass using the velocity and neuron max, the velocity was removed. While flushing the velocity on the back table in preparation for the second pass, the physician noticed that the velocity was broken at the mid-shaft. Therefore, the velocity was not used for the remainder of the procedure. The procedure was completed using a new velocity and the same neuron max. There was no report of an adverse effect to the patient.